Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the gland component of the y-site (clearlink) following priming of the tubing with normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a1, a2-a6 (update to n/a), b5, b6, b7, d9, d10 (and update date to n/a), h3, h4, f10/h6: health effect - impact codes (replace code), h6 (update codes), h11 b5: there was no patient involvement. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing was performed and leak was observed in the second y-site clearlink. The autopsy was performed in the second y-site clearlink and incorrect assembly of the post was observed. The reported condition was verified. The cause of the issue was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.